Event description:
It was reported that the pt experienced a shocking or jolting sensation at the lead location. There was no known accident or incident related to the event. Interrogation revealed impedance measurements greater than 3600 ohms on some electrodes. The device was reprogrammed around the high impedance. It is unk if the pt would undergo a revision. Add'l info has been requested, but was not available as of the date of this report.